Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) has received the stapler sureform 60 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The main tube was manually rotated. There appears to be higher than normal friction of the roll motion when actuated, potentially leading to motion issues when driven on the system. Failure analysis found the primary failure of instrument roll bushing ¿ binding to be related to the customer reported complaint. Root cause is a component failure. Additionally, review of engagement logs showed the instrument failed to engage on the first installation attempt on august 23, 2022 using system sk1916. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Instrument was installed again and passed on three attempts at the site, but no clamp or fire was attempted by the user. The instrument still has 12 fires remaining. The instrument was placed on xi system arm and failed engagement on 3 consecutive attempts due to the roll axis. Failure analysis found the additional failure of functional test engagement failure to be related to the customer reported complaint.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No image or video clip for the reported event was submitted to isi for review. A review of the procedure log showed the sureform stapler 60 instrument (part# 480460-09 / lot# l12220718-0322) was used on(B)(6)2022 on system sk1916. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler 60 instrument did not move properly. It kept skipping and moving incorrectly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.